Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: gök et al. The impact of preprocedural pulmonary artery systolic pressure on acute kidney injury related to transcatheter aortic valve replacement. Postepy kardiol interwencyjnej. 2025 mar;21(1):88-93. Doi: 10.5114/aic.2025.148178. Epub 2025 mar 12. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of preprocedural pulmonary artery systolic pressure on acute kidney injury related to transcatheter aortic valve replacement (tavr).  The study population included 90 patients who were predominantly female with a mean age of 79.2 years old.  Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve bioprosthetic transcatheter valves.  Among all patients, clinical observations included: acute kidney injury, life-threatening bleeding, cardiac tamponade, stroke, and arrhythmia requiring permanent pacemaker implant.  No further information was provided pertaining to medtronic products.